Event description:
It was reported that the patient presented for follow up with post paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. No interventions were made as the episodes were infrequent. The patient was stable.